Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with a single event of three non-sustained oversensing episodes. It is not known if the patient was symptomatic to the oversensing as it was a single occurrence. The patient would continue to be monitored.

Event description:
New information noted that the patient presented remotely on 03/14/2018 via merlin.net transmission. Upon review of the transmission, non-sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator. The patient was not reported to be symptomatic. The device was oversensing a low amplitude signal ahead of r-waves. The patient was not brought into the clinic. No intervention was performed.